Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during free skin grafting, when the skin was sutured, two needles in one bag were broken. The surgeon immediately found the broken end in the wound, and opened another bag of needles for skin suturing.